Event description:
Electrical outlet, where IV pump electrical cord was plugged in, black, smoky and sizzling was heard. The smell of burnt was significant. IV pump was only thing plugged into outlet. Patient's IV pump was immediately disconnected from pump charger and left in room attached to electrical outlet. Patient and mother were evacuated. Code red was activated. No one was hurt. Cord was sent to biomed for examination and will be returned to manufacturer.